Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the tubing broke during use on the arterial side at the level of the junction with the purge system. It could not be confirmed if the event was related to broken or detached tubing. No information was available if patient blood loss was observed or where the breakage was located. There was no clinical consequences.